Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device experienced a tower failure. The tower was not accessible, and the door could not be opened. The issue was reported as recurring, and a technician visit was requested. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the tower door was failed to open. A field service engineer (fse) guided the customer through recovering storage spaces on the station. The customer recovered each failed door, removed them, and validated functionality by performing an inventory check, confirming normal operation. The system functioned as intended after the field service engineer guided the customer to resolve the issue.